Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 24-oct-2019 from a healthcare professional (hcp) via a company representative who reported that the patient visited the doctor for a checkup regarding her pump because she was having some withdrawal symptoms. When they interrogated the pump, it stated that it had been alarming for close to 45 days. The pump stalled on (B)(6) 2019. The patient stated that she did hear the pump alarm, but thought it was something else in her home and coming from another room. She didn't realize it was the pump until she started having some minor withdrawal symptoms and was in the doctor¿s office to check everything out. They filled the pump with new medication, but the pump would not start; it had stalled too long at that point. The patient was then medicated to help with withdrawals and was scheduled for surgery the next day. The pump was replaced on (B)(6) 2019 for ¿end of life of battery in pump¿. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that per the patient, she was at the airport going on a long flight 45 days previously. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. The patient¿s medical history included chronic pain and the pump was delivering morphine (10 mg/ml at 1.776 mg/day). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient was in withdrawal and surgery was scheduled next week to replace the pump. It was thought that the issue began sometime this week. The patient was at the clinic today ((B)(6) 2019) and per the hcp, the pump stopped working. The hcp thought it was eos (end of service), but it was unknown if the pump event logs were accessed and reviewed to confirm why the pump stopped working. No further complications were reported/anticipated.